Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection was performed, and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No device failure or malfunction was identified that would have caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient passed away while connected to a homechoice pro device (during drain 3 of 5). The caregiver reported they disconnected the patient from the patient line and the device generated check patient line alarm. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. Renal therapy services (rts) assisted the caregiver with ending the therapy and removing the cassette. Rts also advised the caregiver to follow up with the pd nurse. Additional information related to the patient event, patient¿s demographics, medical condition, medical history, or medical intervention was not reported.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.